Event description:
It was reported that the patient was experiencing chest pain and was taken to the emergency room. There was loss of capture on the right ventricular lead. It was also reported that the right ventricular lead had high capture thresholds. The lead was reprogrammed until it was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.